Event description:
It was reported that the implantable neurostimulator (ins) was being replaced and the lead could not be inserted into the header block. It was noted that the lead was removed, wiped down, the port was ¿suctioned out¿, the lead was reinserted and impedances were still out of range for 8-15. The lead that was on 0-7 was placed in the 8-15 port and impedances were again observed as out of range. It was noted that the 8-15 port was ¿occluded" and an ¿obstruction¿ on the last two contacts of the bore could be seen using ¿loops.¿ additional information received reported that the 8-15 port initially showed high impedance and the lead was hard to advance in the port. The lead was removed and inspected. The integrity of the lead was not compromised and the lead impedance was okay. The lead was reinserted but they were unable to do so as there was an ¿obstruction.¿ the healthcare professional (hcp) attempted many times and still was unable to do so. A decision was made to implant another ins and everything was okay with the new ins.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: unknown lead, serial number unknown, product type: lead. (B)(4).